Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: after diagnostic endoscopy procedure. Completed with the same device.

Event description:
It was reported that the subject device exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
E1 full name of the facility: ((B)(6) hospital). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.